Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the cause of spinal fluid leak and being sick was that "most likely took time for hole from catheter through dura, blood patch". A few things happened after implant was that "issues of headache stiffness for months, blood patch". For actions/interventions, "blood patch twice" was reported. Spinal fluid leak event had been resolved. Patient's weight was 200 at the time of the event. Patient had medical history of multiple sclerosis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type catheter other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient experienced withdrawal symptoms in the past. Patient stated he didn't experience withdrawals, but just after he got the pump he experienced "being sick" when the healthcare professionals (hcp) were "trying to adjust the pump to the right levels. I experienced moments where it wasn't at the right level, and I could only imagine" what withdrawals might be like. "So I didn't really experience withdrawal". Patient mentioned he "had a few things happen" for the first 6 weeks after pump implant which included a "spinal fluid leak for like 4 weeks, a couple of blood patches, so it was a tough recovery for me". Patient mentioned when his pump was first filled he thought pump was at "20 micrograms" and now was "up to I believe 80". No further complications were reported.